Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of being hospitalized for diabetic ketoacidosis and high blood glucose of 670 mg/dl. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the cannula was bent and the pump alarmed no delivery after the high pressure test, although the pump passed the test. Customer indicated that there may be an issue with the serter not firing however, the customer's wife indicated that the device was fine. Troubleshooting advised customer on proper serter usage and to follow up with their doctor.